Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre reader and charger caught on fire. Customer further mentioned that they smelled burning in their room and heard a "pop." The customers son noticed that a kleenex box was burnt as well. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that their freestyle libre reader and charger caught on fire. Customer further mentioned that they smelled burning in their room and heard a "pop." The customers son noticed that a kleenex box was burnt as well. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre reader and charger caught on fire. Customer further mentioned that they smelled burning in their room and heard a "pop." The customers son noticed that a kleenex box was burnt as well. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.section h-4 (serial number) has been updated. The issue reported by the customer for reader (B)(6) has already been reported previously by adc under mfg # 2954323-2022-04872, and therefore all reports submitted under 2954323-2022-06281 should be considered duplicate.